Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from (B)(6) center on a viewflex xtra ice device that experienced a tip fracture while the device was in use during a procedure. Innovative health received the device back on (B)(6) 2021. The fracture on the tip was confirmed. Innovative health confirmed on (B)(6) 2021 the details of the occurrence. The patient was not injured.

Event description:
This device was reported to be in use inside the patient when the distal tip broke. The tip did not detach from the shaft, and the doctor was able to retrieve the entire catheter without any extra intervention.